Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii proximal seals did not load properly. The device was reported not to be able to depress as the seal would not fold. A second kit was opened and the seal remained inside the loader upon pulling out the delivery device. A third replacement unit was used to complete the procedure. The hospital did not report any patient effects. Products are returning.